Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not showing at one station. The technical support specialist (tss) verified the patient examples and admission inactivity days was temporarily increased on the pyxis server to prevent the patient visit from expiring due to inactivity. A cancelled medication transaction was performed on the pyxis medstation to generate activity for the affected patient visit. Tss cancelled transaction by clicking the cancel button after clicking the remove medication button and verified that it appears correctly in the station reports. Tss then changed the admission inactivity days setting back to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient detail was not showing and shown in the es server with the status admitted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient detail was not showing and shown in the es server with the status admitted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.